Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found two full breached outer insulation degradations, both adjacent to the connector boot. The cause of insulation damage is consistent with degradation.

Event description:
During a follow-up, decreased pacing impedance was observed on the lead. A revision procedure was performed and the lead was explanted and a new lead was implanted to resolve the event. During the revision procedure, insulation damage was visually confirmed. The patient is stable with no consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid. The estimated event date is 04 oct 2024 to 11 oct 2024.